Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation found bubbled downstream occlusion (dso) seal. Functional testing found that the dso sensor was faulty. The dso seal, dso sensor, and dso bezel would be replaced.

Event description:
It was reported that the device had a tear in the membrane. There was no patient involvement.